Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The instrument was articulated and the fingers were open at the time. The pieces were retrieved. A black piece was disengaged from the side of the instrument. The piece was not received. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades expanded fully and the blades articulated. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic nephrectomy the 176647 fan retractor screw came loose on the one side of the device while the device was rotated to the side. The plastic insulation pieces then shattered into the patient's body while the fan blades fell out. In an attempt to straighten the fan retractor to take the retractor out of the cavity, the peritoneum was affected. A hole was made in the peritoneum. The hole was left. A second fan retractor was opened and broke as well in the exact same manner; the screw came loose and the plastic around that golden area at the distal end of the instrument cracked and shattered, although this second fan retractor was on the scrub table when this occurred. According to the surgeon, this has happened a number of times with this fan retractors. As the plastic cannot be detected by x-ray, the surgeon cannot confirm that all pieces have been retrieved from the patient. There was no irreversible tissue damage. There was no blood loss. There was a delay over 30 minutes due to the fact that pieces of the retractor broke off inside the patient and time was taken to fish these pieces out both times the retractor broke. Patient is currently an inpatient on the ward.